Manufacturer narrative:
The catheter's specific model # and lot # were: unk. (B) (4)

Event description:
It was reported that approximately 3 months after an af ablation procedure using products from various mfrs including biosense webster, a pt developed a progressive degenerative condition later diagnosed as disseminated intravascular coagulopathy from which the pt then died from. Following post mortem, microscopic foreign bodies were found in various organs downstream of the left atrium, and it was assumed that these foreign bodies could only have come from the af procedure. These microscopic foreign bodies are being recovered for analysis.